Manufacturer narrative:
Exemption number e2019001. The devices were not returned for analysis. A review of the complaint history could not be performed as the part and lot was not reported. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated single leaflet device attachement (slda) appears to be related to patient morphology/pathology. The reported patient effect of mitral regurgitation was likely a result of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2016, a mitraclip procedure was performed to degenerative mitral regurgitation (mr) with a grade of 4+. Two mitraclip¿s (B)(4) were implanted, reducing mr to a grade of 1+. On (B)(6) 2019, echocardiogram was performed and showed that mr had increased to a grade of 4+. It was suspected that one of the clips had detached from one of the leaflets (single leaflet device attachment/slda). On (B)(6) 2019, a second mitraclip procedure was performed to reduce mr with a grade of 4+. It was confirmed that an slda occurred and the lateral of the two implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet. Therefore, to stabilize the slda, an additional clip was implanted laterally, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.